Event description:
It was reported that during device changeout the left ventricular (lv) lead was noted to be fractured. During testing it was noted that the lead was producing phrenic stimulation. The physician elected to repair the lead and was able to program the lead with acceptable measurements. This patient was followed up in clinic in which the physician confirmed the left ventricular (lv) lead issue. This system was then reprogrammed to electrically abandon this lead. This lead does remain implanted. No additional adverse patient effects were reported.

Event description:
It was reported that during device changeout the left ventricular (lv) lead was noted to be fractured. During testing it was noted that the lead was producing phrenic stimulation. The physician elected to repair the lead and was able to program the lead with acceptable measurements. This lead remains in service. No additional adverse patient effects were reported.